Manufacturer narrative:
Corrected data: b5: the reporter indicated that on (B)(6) 2022, a 12.6mm vticm512.6 implantable collamer lens of a -12.00/1.0/073 (sphere/cylinder/axis) tore during loading. There was no patient contact. A backup replacement lens was implanted into the patient's right eye (od) on (B)(6) 2022. This resolved the problem. Claim#(B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022, a 12.6mm vticm512.6 implantable collamer lens of a -12.00/1.0/073 (sphere/cylinder/axis) tore during loading. The lens was intraoperatively implanted and removed for a replacement lens into the patient's right eye(od). The problem was resolved.